Manufacturer narrative:
Product complaint # (B)(4). Joint instability, device breakage, surgical intervention (if the issue were to recur, it is likely that the patient will require surgical intervention). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L4-s1 posterior fusion: professor (B)(6), (B)(6) hospital, (B)(6) 2019. Surgeon has reported that the two s1 screws have broken inside the patient. Unsure of when breakage occurred. Original op date was (B)(6) 2018, performed by (B)(6) at the (B)(6) hospital. Patient is currently experiencing lower back pain. Surgeon has sent patient for act to see whether she has fused. Female patient (B)(6) years old; dob: (B)(6) 1975. This complaint involves two (2) device.